Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen make it harder to read display and several motor errors and the act and down buttons was pushed harder to work. Customer¿s blood glucose was unknown. Customer stated that the battery life was diminished and rejected new batteries including an entire pack of batteries. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or failed battery test noted. However corroded battery tube spring noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).